Manufacturer narrative:
Correction of product code from qla to qky based on FDA feedback.

Manufacturer narrative:
Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (sdss), and provided a link to faqs for hcps as well as suggesting airing out the masks prior to use. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported rash, itchy, burning under chin. The mask associated with this event was decontaminated with the battelle ccds "closed system" process.